Event description:
It was reported by service report that the head-end lift was stuck in an elevated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: head-end lift motor coupler.